Event description:
It was reported that the patient developed an infection while wearing the pod longer than 72 hours on the leg. It was also reported that the pod had fallen off which caused the cannula to come out of the skin. Symptoms reported were purulent discharge, itching, redness and hardened skin. The patient consulted their physician and was prescribed fucidin cream for the infection. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.